Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump registered a low blood glucose (bg) reading; value was unknown. Candy and juice was consumed to treat bg. Reportedly, the pump was delivering more insulin than requested. Although requested, the customer was unable to upload the pump data logs for troubleshooting to be performed by tandem technical support. Reportedly, the customer had insulin pens available as alternate insulin therapy.